Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 115 mg/dl. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump was received with scratched display window, cracked reservoir tube lip and broken belt clip slot.